Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product typ lead product ID 37743, serial# (B)(4), product typ programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product typ extension, product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product typ extension. (B)(4).

Event description:
It was reported that the patient experienced back pain that hurt so much she was unable to get the patient programmer component of the implantable neurostimulator (ins) out of storage. Follow up information reported that the patient still had concerns with her device/therapy but was working with her healthcare professional and the company representative. It was reported that she had surgery on (B)(6), 2012 which was described as 'very painful'. The manufacturer's device registry indicated that the old ins and a new ins, lead, <(>&<)> extension were explanted and a new ins and lead were implanted. If additional information is received, a follow up report will be sent.